Event description:
Pt was born with meconium aspiration and suspected congenital sepsis. ECMO was required as a lifesaving measure. Catheter placement was not difficult but physician was unable to get the catheter into the ivc based on echo imaging. Position was deemed adequate and treatment was initiated. Echos were done daily and treatment was progressing well. It was noted that the pt was volume overloaded as a result of treatment. On the 4th night the pt had good diuresis and lost some of the volume overload. This would have reduced the volume in the right atrium and could have contributed to the perforation on the 5th day. On the 5th day the pt was being lifted to observe the skin condition on the back when she became hemodynamically unstable. Echo confirmed that the catheter had perforated the right atrium. Attempted pericardiocentesis, open thoracotomy, atrial tear repair and conversion to va ECMO. However, pt could not be stabilized and subsequently expired. Doctor stated that perforation was not due to catheter placement or migration but was due to the friable condition of the pt's tissues which were contributed to by the overall condition of the pt and fluid overload.

Manufacturer narrative:
Dr. (B)(6) confirmed that the atrial perforation was not due to device defect or any deficiency in the catheter. Perforation is a known risk of the procedure and the procedure was a required lifesaving measure. Therefore, the risk was considered acceptable.